Event description:
A (B)(6) female presented for a nanoknife ablation of lung lesion. During the procedure, the treating physician noted small to moderate volume surrounding pulmonary hemorrhage in addition to moderate sized pneumothorax. The treating physician inserted a pneumocath and on x-ray post, no pneumothorax present. The patient was noted as doing well with minimal pain. The pneumocath removed following day patient discharged home. Patient received a follow up visit on (B)(6) 2009. No issues were noted. There was no report of lasting harm or injury to the patient.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. The treating physician was satisfied with the ablation with no complications being reported. This report is not being submitted for a product problem but rather to report the patient experiencing pulmonary hemorrhaging during the procedure. The patient was discharged to home one day post procedure. Patient received a follow up visit on (B)(6) 2009. No issues were noted. There was no report of lasting harm or injury to the patient. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. The user manual, which is supplied to the user with this unit, lists hemorrhage as potential adverse effect. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).